Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a left ica (internal carotid artery) aneurysm. During pipeline deployment, it was reported that angioplasty with a hyperform balloon (an option presented in the instructions for use) was done to achieve full wall apposition.no injury was reported with the patient as a result of the procedure.